Manufacturer narrative:
A physical therapist reported that the grips easily slide off and on one the chairs being used in the facility. The chair is approximately 8 years old, the service life of the device is 5 years, the service life of the cane grips are 1 year. Invacare has no record of parts being previously replaced on this device. The physical therapist initially called to order replacement parts but upon realizing the age of the chair stated that the facility is going to replace the wheelchair. In march 2016, invacare instituted a design change which added an adhesive between the grip and the cane, this chair was manufactured prior to a design change. The owner¿s manual lists the following warnings and instructions: hand grips: warning always check hand grips for looseness before using the wheelchair. If loose and/or worn, replace immediately. If the wheelchair is exposed to extreme temperature (above 100°f or below 32°f), high humidity and/or becomes wet, prior to use, ensure that the handgrips do not twist on the handle. Otherwise, damage or injury may occur.

Event description:
Physical therapist states a chair at the facility the back cane grips were sliding off.